Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, leakage of the trocars already 6 times in different lots. Another device was used to complete the procedure. There were no adverse consequences for the patient.